Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure (batch no. A20059) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included eye pain. Concurrent conditions included asthma. Concomitant products included colecalciferol (vitamin d3) since 2000 and naproxen since 2012. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), nausea ("nausea") and fatigue ("fatigue") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain, vulvovaginal pain, vaginal haemorrhage, menorrhagia, nausea, fatigue, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, vaginal haemorrhage, vulvovaginal pain, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 231.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jul-2020: pif received: case become serious incident. Essure removal date added. Reporter added. Seriousness criteria for event genital hemorrhage updated to non serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 37-year-old female patient who had essure (batch no. A20059) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included eye pain. Concurrent conditions included asthma. Concomitant products included colecalciferol (vitamin d3) since 2000 and naproxen since 2012. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), nausea ("nausea") and fatigue ("fatigue") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain, vulvovaginal pain, vaginal haemorrhage, menorrhagia, nausea, fatigue, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, vaginal haemorrhage, vulvovaginal pain, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 231.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Lot number:a20059, manufacturing date:2012-06, expiration date:2015-06 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.